Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 3.00x24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion even with a guidezilla support catheter. The device was removed and it was noted that distal edge of the stent was lifted. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 3.00x24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion even with a guidezilla support catheter. The device was removed and it was noted that distal edge of the stent was lifted. The procedure was completed with another of the same device and there were no patient complications reported.